Event description:
On an unknown date, patient underwent a hardware removal procedure due to a non-union. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).